Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/30/2016 with the following findings: evaluation revealed the rewind, load and prime steps were performed successfully. In the black box and alarm history there was no motor failure connected with motor noise. Investigators were unable to duplicate complaint about motor noise. The battery compartment was cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 06/30/2016.